Event description:
As reported by our brazilian affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, at the end of inflation with nominal volume, the delivery system balloon burst. Contrast injection was performed showing good expansion and no complications related to the access. The balloon was retrieved though the esheath with little resistance. The patient was noted as to be stable and the procedure was completed with no complications or vascular injury.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: balloon burst confirmed with balloon material separated post procedure. As per provided information, 'the system was manipulated on the table by the doctor at the end of the procedure and did not fragment inside the patient.' Distal balloon material bunched towards nose tip. Balloon material with umbrella shape at distal end. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst' was confirmed based on the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as per information provided, the patient presented calcium in the sinotubular junction and in the native annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on the provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as distal part of balloon material was bunched towards nose tip. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.